Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions for a complete pump reset. After following these steps, the caller was able to start their sensor session without encountering the error again.